Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 3.00mm x 20mm maverick 2 mr balloon catheter was selected and advanced to treat the unspecified target lesion but was unable to cross the lesion. It was noted that the balloon ruptured at the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 3.00mm x 20mm maverick 2 mr balloon catheter was selected and advanced to treat the unspecified target lesion but was unable to cross the lesion. It was noted that the balloon ruptured at the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with the carrier tube (hoop). There was contrast in the inflation lumen. The balloon was loosely folded. Magnified inspection revealed a 9mm longitudinal tear on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).